Event description:
It was reported a 23 mm trifecta was implanted and on (B)(6) 2011 the patient developed postoperative atrial fibrillation. Information received indicated the patient was administered cordarone to treat the atrial fibrillation. Additional information has been requested.